Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was not reported. It was stated that prior to the hospitalization, the customer was connected to the infusion set during the set change, and received a large amount of insulin. Troubleshooting was performed and the insulin pump passed the self test.